Event description:
It was reported that the patient presented to an implant procedure. During the procedure, the right atrial(ra) lead was dislodged. Re-positioning of the ra lead was attempted but it was difficult advancing a stylet down the lead, and after it was placed the lead exhibited failure to sense. The lead was not used, and a new lead was implanted. The patient condition was stable post-procedure.

Manufacturer narrative:
The reported events were dislodgement, failure to sense, and failure to advance stylet. As received, a complete lead was returned in one piece for analysis. The reported events of failure to sense and failure to advance stylet were confirmed. Electrical testing found internal shorts between conductors due to the damaged insulation consistent with procedural damage. The cause of the reported event of failure to sense was isolated to exposure of conductors. X-ray examination found the inner coil over-torque at the connector region. The cause of the reported event of failure to advance stylet was isolated to the inner coil over-torqued at the connector region. Visual inspection was normal.